Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump does not always alarm for low cartridge, and at one point the pump did not alarm at all and the patient ran out of insulin. There was no reported adverse event associated with this complaint. The pump was not available for troubleshooting at the time of initial contact. This complaint is being reported based on the allegation that the pump did not alarm as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: no defect was found. No activity related to complaint was observed in pump histories. Black box shows ¿low cartridge¿ warnings when remaining insulin is below 20 units and an ¿empty cartridge¿ alarm when the remaining insulin reaches zero. Pump was primed until 20 units remained at which point pump gave audible and visual ¿low cartridge¿ warning. Pump was primed until 0 units remained at which point pump gave audible and visual ¿empty cartridge no delivery¿ alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.